Manufacturer narrative:
Pt date of birth: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Health professional reported right side capsular contracture, baker grade iii. The device remains implanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Health professional reported right side capsular contracture, baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: additional observations: capsular contracture : unable to observe since it is a medical event and is not related to the device. Observed, one opening on the posterior side assessed as fold flaw opening and one opening on the posterior side assessed as surgical damage. Crease fold observed on the device. Red particle observed o the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Health professional reported right side capsular contracture baker grade iii. The device has been explanted and replaced.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Continued e1 phone number: (B)(6).